Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: z nail cmf 13mmx17.5cm 125r; item: 47-2498-180-13; lot: 3245673. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial procedure using a cephalomedullary nail system. Approximately two months post-implantation, radiographs showed the lag screw had slid laterally. The surgeon elected to monitor the condition and no revision surgery has been planned. Attempts have been made and no further information has been provided.